Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a complaint history check was performed and this is the 6th related complaint for needle hub separates on lot # 9294614. A review of risk management150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9294614. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200852357] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle hub separated from device during use with bd insulin syringe with the bd ultra-fine¿ needle. This occurred on 6 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: consumer stated he had approximately 6 insulin syringes when removing the cap the whole needle hub component separates with it and goes into the cap. Did not have difficulty removing needle shields.